Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ancef (500mg, frequency not reported) for peritonitis. The patient completed antibiotic therapy on an unknown date. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.